Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 2 electric shocks. Additionally, boston scientific technical services (ts) noted a signal artifact monitor (sam) episode after an electric shock was delivered, likely due to the residual energy from the shock. The sam episode did not impact the outcome of the event. Reprogramming options were discussed. No additional adverse patient effects were reported. At this time, this device remains in service.